Event description:
It was reported that during a surgical procedure at the user facility, the irrigation pump was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully, and that there were no adverse consequences or medical intervention. The user facilility reported that there was a surgical delay, and attempts are currently being made to determine the duration of the delay.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation pump was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a clinically significant delay, and that there were no adverse consequences or medical intervention.